Manufacturer narrative:
Additional information for this event is not available as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, no image was observed for the device due to faulty charge couple device (ccd) unit. In addition, when cable unit was tested on a known-good ccd unit, found shortage in cable, causing intermittent white streaks on image.

Event description:
As reported for this event, during an unknown procedure the device yielded no image. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Initial reporter occupation is central sterile processing & supply manager. This issue occurred prior to the procedure and no patient involvement was confirmed. As such, no patient and procedure details were provided by customer. There was no harm to any patient. There were no other devices involved in the event. There was no delay in the intended procedure and another device was used for the intended procedure which was completed. Details of the device used in the procedure are not known. The physician who performed the intended procedure is experienced in using this device. Additional details of the event, including event date, are not known. It was confirmed that the device was compatible with the ancillary equipment being used. The device was inspected prior to use and issue of the event of there being no image was noted. There were no kinks, twists or buckles in the cord. The camera cable did not appear to be damaged. The device has not been dropped. The instructions are being followed for cleaning, disinfection or sterilization. The manual for the product and manuals of all other equipment that was used was followed. The instructions for reprocessing were followed per the manual. The device is being stored per the instructions for use (IFU).

Manufacturer narrative:
The device issue was reported to be no image yielded. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Upon inspection, no image was observed for the device due to faulty charge couple device (ccd) unit. In addition, when cable unit was tested on a known-good ccd unit, found shortage in cable, causing intermittent white streaks on image. It is determined that the cable unit was damaged by applying unexpected stress to the cable unit due to user handling, causing an image abnormality. It is likely that the ccd unit failed and the image did not appear because overcurrent flowed to the ccd due to cable failure, or because unexpected stress was applied to the ccd unit. The instructions for use, provided at the time of delivery, includes the following statements: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument.